Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced a high blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg level. During troubleshooting with technical support, the alarm was cleared, and insulin delivery was resumed successfully.